Event description:
The customer reported that their ix was rebooting and they had not received the 2018 adt reboot patch as of yet. This was determined to be related to the 2018 adt reboot issue. There was no patient incident.